Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the angio-seal was deployed routinely at 5pm on (B)(6) 2018. A patient suddenly had "a" onset of hypovolemic shock with abdominal pain on (B)(6) 2018, 60 hours post deployment. Resuscitated and surgical repair was undertaken but the patient expired as a result of multi-organ failure. Additional information (B)(6) 2018: the deterioration started after 60 hours had elapsed from the procedure, the patient was getting ready to go home. The patient was undergoing a tavi (transcatheter aortic valve implantation) and had a previous right inguinal hernia repair. Hemostasis was achieved by the angio-seal device at the time of deployment. No autopsy to be performed, the patient had a CT which confirmed a large retroperitoneal bleed and active bleeding from the common femoral artery puncture site. There was no direct allegation that the angio-seal caused or contributed to the reported death by the consultant. A 7fr procedural sheath was used on contralateral leg (right) and an 8fr angio-seal was deployed. Manta deployed on left side following tavi inserted. A micro-puncture kit was used, 4fr as well as screening of the femoral head. The patient had a CT as part of tavi work up, the puncture was done under ultrasound and a pre deployment angiogram was performed. The angio-seal deployed as normal and hemostasis was achieved with the device. A retroperitoneal bleed was confirmed on CT and active bleeding from the cfa (common femoral artery) puncture site. Repair of the right cfa bleeding point and evacuation of hematoma and full compartment decompression of right leg was performed. During the washout of the wound and inspection of the tissue to recognize further point of bleeding (none noticed). The angio-seal was found anchored to the "sartorious" muscle plane. It was not known if the patient had a bleeding disorder but was anticoagulated. The patient was on a daily blood thinning medication. This was a single stick and the posterior wall was not punctured and this was not considered a high stick. Additional information (B)(6) 2018: update from the hospital report - there was a iatrogenic injury to the right common femoral artery after access for tavi, large retroperitoneal bleed and active bleeding from cfa puncture site. Patient was currently intubated, supported due to peri-arrest during assessment after cta (computed tomography angiography). Procedure was a repair of the right common femoral artery bleeding point, evacuation of hematoma and full compartment decompression of the right leg. The patient comes to, after prolonged compression of the right cfa (45min ca) to allow resuscitation. Patient was transferred in critical condition, but bleeding point from cfa was in control with manual compression. Sterile draping of the right leg. Longitudinal skin incision. Noted abundant hematoma from the subcutaneous tissues. Organized hematoma at the groin. Earful dissection over the hematoma to allow access to the cfa under the inguinal ligament. Bleeding noted, managed to control promptly with finger/manual compression. The cfa is pulsatile. Dissection over the cfa, clamp in position. Bleeding is in control. The inguinal ligament is divided, the distal eia is noted, good pulsation, vessel is soft, not diseased. Clamp is position more proximally. Dissection distally over the cfa to reach the puncture site. There is only one entry point at the cfa. The bleeding is repaired with single "stich" of prolene 5/0. Bleeding is now under control. The anesthetic team has made us aware of the result of the abg. Decision to complete the procedure, as patient has never arrested. Closure of the inguinal ligament was with a vicryl 1. During the wash out of the wound and the inspection of the tissue to recognize further point of bleeding (none noticed), the closure device (angio-seal) is found anchored to the muscle plane.